Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information indicates, both leads had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Section e1: reporter information updated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's stimulation was auto reducing. A lead diagnostic confirmed that there were high impedances on one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead has high impedances.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8416979.